Manufacturer narrative:
Siemens has requested instrument log files for further investigation. The cause of this event is unknown.

Event description:
The customer reported that their rp500e instrument gave a falsely elevated thb results compared to restesing of a different sample on a non-siemens lab instrument. There is no report of injury due to this event.

Manufacturer narrative:
The customer stated that they are unable to obtain any additional data and therefore no further investigation is possible. The cause of this event is unknown.